Event description:
It was reported that (1) tlh30 was used during an unknown procedure. It is unknown how the case was completed and there was no consequence to the pt. 1/10/2000 additional information: it was reported that (1) ta30 was used during a pneumonectomy procedure. It was reported by the rep that while doing a pneumonectomy on the pt a ta30 (linear stapler) was used on the bronchus. After the lung was cut from the bronchus the ta30 was removed. The stapler had misfired and the staples never closed. The bronchus was then closed with suture. There was no conseqeunce to the pt.